Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. The mayfield skull clamp (a1059) was not returned for evaluation: failure analysis - as per customer, the final user could not identify the skull clamp used during this event; therefore, an evaluation of the device could not be performed. Lot number information has not been provided; therefore, device history records (DHR) could not be reviewed. However, the facility provided a photo which shows a lacerated skin and part of an a1059 skull clamp. Based on visual inspection of this photo, the complaint is likely caused by improper usage, and/or movement/placement of the patient. Root cause - the reported complaint is not confirmed from the investigation. The definite root cause cannot be reliably determined but it is likely caused by improper usage, and/or movement/placement of the patient. No further investigation required based on the acceptability of risk and no adverse trends identified. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) moved during an unspecified surgical operation, and the patient sustained a tear wound. The event led to increased surgery time.